Manufacturer narrative:
We have went to the field for additional information. At this time, none has been received. This report will be update with any new information we receive.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high shock impedance. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Additional information from the field representative states that there were no adverse patient effects. At this time the physician elects to continue to monitor. No changes have been made to this patient's system.